Event description:
Pt undergoing home parenteral therapy with smiths cadd solis vip pump and cadd blue-stripe set #7036. Leaking where tubing connects to distal end of cassette. Patient had to attend clinic and have set replaced. This particular incident occurred at the same place on the set as previous problems, but in a supposedly new, improved lot, 46x858. Smiths has been notified. We have experienced multiple and frequent similar issues since (B)(6) 2016. Apparently a CAPA was opened in fall 2016, and new, improved production started (B)(6) 2016 (starting lot number 46x824), due to dozens of reports about these sets leaking, which we learned about in (B)(6) 2016. We implemented an internal recall of the old lots and replaced with new lots. This leak was in the 'new' lot.